Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Imd49jb53 implantable pacing lead (B)(6) 2000.

Event description:
It was reported that a right ventricular (rv) lead warning was triggered due to potential noise and low impedance measurements. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.